Manufacturer narrative:
Corrective and preventative actions are being managed via (B)(4) and (B)(4). There was no indication of deviations or anomalies with regard to material specification or inspection so no review of the DHR will be carried out at this point in time. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome?of the performed investigation, the complaint will be re-opened.

Event description:
Revision of an lcs total knee replacement for pain and swelling.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.